Event description:
The customer reported experiencing high blood glucose of over 400mg/dl. The customer stated that she treated manually and still did not drop. The customer stated that insulin was leaking, but did not know where it came from. The customer stated that the reservoir icon was empty and that the insulin pump was giving a no reservoir message. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.